Event description:
It was reported that during multiple pulse field ablation (pfa) procedures using a farawave pfa catheter the guidewire became stuck in the device. The guidewire became stuck after "advancing and retracting" the wire while in contact with tissue. For these procedures they were able to complete the procedure using the original farawave and no patient complications occurred.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.